Event description:
The caller reported that the tracheostomy tube is too long for the patient's trachea and that they were taking him to the doctor to remove the current trach and replace it with a new tube. The caller also stated that the tracheostomy tube currently in the pt had been in place since (B)(6) 2010, which they are aware exceeds the MFR directions for use of no longer than 29 days.

Manufacturer narrative:
The lot number provided was found to be invalid and therefore the date of MFR can not be determined. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.